Event description:
Per an article found in the journal of pediatric otorhinolaryngology, it was reported that the patient began experiencing otalgia, headaches, and discomfort around the implant site subsequent to sustaining trauma to both sides of the head 3 weeks prior to the onset of symptoms. The patient was treated with a seven day course of oral non steroidal anti-inflammatory drugs, cephalosporin, and betamethasone (dates and dosage not reported), with minimal resolution of symptoms. Steroid therapy was continued with deflazacort 30 mg (dates not reported) with some improvement noted. The patient subsequently developed a facial nerve paralysis, and a para-myxovirus infection was identified through blood tests. The device was explanted in (B)(6) 2012 (specific date not reported). The patient was reimplanted with a new device on the contralateral side on (B)(6), 2012. It was also reported that the device is not available for analysis.

Manufacturer narrative:
This report is filed on july 25, 2013. Device not available for analysis.